Event description:
The surgeon clipped the pencil holster and cord of the cautery unit to the drapes with a non-perforating metal towel clip. The towel clip penetrated the insulation on the cord of the cautery causing the towel clip to become energized when the cautery was used. After the procedure was completed, it was noticed that there was a small discolored area on the patient's groin where the handle of the towel clip had rested on the ioban drape which was covering the patient.